Event description:
Patient had tonsilectomy and addenoidectomy.l after endotracheal tube was removed post-operation, patients coughed followed by profuse bleeding through nose and mouth. Patient was suctioned, reintubated, and then placed on ventilator because of acute respiratory distress. Post complications, patient was transferred to another hospital upon specific request. A check with that hospital four days later revealed patient recovered well and was being dischargeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.